Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video scope eg29-i10. In the event reported, it was stated that there was no video image. He customer stated the images taken come out black or green. The customer also stated that no accessory was used during the procedure and there were no patient/user injuries, adverse events, delay, or medical intervention reported. The anomaly was detected in the procedure room before use. There was no adverse event reported with this complaint. The device was returned to pentax medical service facility on service order (B)(4) where it was evaluated, and the user narrative was confirmed. Inspection findings are as follows: pve electrical connector frame has severe corrosion; passed dry leak test; endoscope failed electrical safety test - plct; passed wet leak test; image blackout; pve electrical pin corroded; ccd circuit board corrosion; customer complaint confirmed. The device is in the process of being repaired and will be return to the user upon completion. Parts to be replaced: o-rings and seals; pcb for ccd drive pb-free; electrical connector assy. A review of the service history indicates the device is routinely serviced at a pentax service facility. No other information provided.